Event description:
A catheter fracture was confirmed. The catheter was tied off and the pump was programmed to minimum rate mode until a catheter revision could be done. Per the manufacturer's device registration system the pump and catheter were replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).